Event description:
Rptr noted system displayed message during I/a. Irrigation stopped and anterior chamber fluctuated. When surgeon moved I/a handpiece, lens capsule caught in port of I/a tip; laceration of zonule of zinn occurred.